Event description:
It was reported that stent dislodgement occurred. The 75% stenosed, mildly torturous target lesion was located in the left anterior descending (lad) artery. A 16 x 3.50 promus elite stent was advanced, however the promus elite was stuck in the left main (lm) and could not be advanced any further. When the promus elite stent was attempted to be pulled back, the balloon portion was stripped from the stent and dislodged. The promus elite stent remained deflated in the lm. A different 15 x 1.5 balloon was used to inflate the stent to 16 atms, another 15 x 3.0 balloon inflated to 15 atms and then a third 15 x 4.0 balloon inflated to 16 atms. A second 15 x 3.5 promise elite stent was implanted where the original stent was suited to be placed in the lad. The total procedure time was one hour. It was estimated the procedure was extended by approximately 30 minutes. There were no patient complications.